Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi31000478, serial/lot #: -, ubd: unknown, UDI#: unknown ; product ID: bi71000489r, serial/lot #: -, ubd: unknown, UDI#: unknown ; product ID: bi71000093rpend, serial/lot #: -, ubd: unknown, UDI#: unknown. H3: a medtronic representative went to the site to test the equipment. Testing revealed that  a charging wire from pin four on the j7 connector was pinched behind the motion battery tray. This occurred after an x-ray battery replacement. A sort was created which compromised the j7 wiring harness. After replacing the wiring harness, the system would not turn on. 24vdc would not latch on the power switching board. The j7 wiring harness on the battery side, system control board and power switching board were replaced. The x-ray control and power control firmware were uploaded. The imaging system then passed the system checkout and was found to be fully functional.   H6: fdm b01, fdr c02, c07 fdc d02 are applicable to the system checkout.  Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that while performing planned maintenance (pm) on the system, the field service engineer (fse) found that the system had a faulty wiring harness and an exposed wire. There was no patient involvement.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000489r, serial/lot #: (B)(6), rev. 7, product ID: bi71000093rpend, serial/lot #: (B)(6), rev. 3 h2-3) the system control board (product ID: bi71000489r) was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was not confirmed. The results of the analysis concluded that no failure was found. Codes: b01, c19, d14 h2-3) the power switching board (product ID: bi71000093rpend) was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was not confirmed. The results of the analysis concluded that the returned component had electrical failure. Codes: b01, c02, d02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.